Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The patient's peritoneal dialysis nurse reported the patient developed touch contamination peritonitis (staph epidermis). The patient's effluent was cultured on (B)(6) 2014, and he is currently being treated with oral and intraperitoneal antibiotics.